Manufacturer narrative:
The reported events were lead dislodgement, helix could not be retracted and inadequate capture. The helix retraction issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue, the helix extension length was measured within specification. X-ray examination revealed the helix was stretched and the inner coil inside the connector region was over torqued, consistent with procedural damage. The cause of the reported event was isolated to the helix being stretched, clogged with blood/tissue and over torquing of the inner coil. The reported event of inadequate capture was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual analysis found no anomalies, with the exception of procedural damage.

Event description:
A right ventricular (rv) lead revision procedure was performed due to increased threshold capture noted on the lead. The helix of the rv lead could not be withdrawn, so the lead was pulled and torqued. The rv lead helix then released from the tissue and was extracted and replaced to resolve the event. The patient was stable.